Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative. The type of drug in pump at the time of the event was no t reported. The indication for use was non malignant pain. On this report date, the manufacturing representative talked to the patient who stated that in (B)(6)2015 they found a granuloma and the pump was refilled with saline. Details associated with the reported granuloma were unknown. The patient thought they were mixing the medicines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.